Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient had mesh and bard pelvicol implanted on 03/20/2004 with concurrent surgical procedures as follows: abdominal sacral colpopexy with porcine dermis, abdominal entercocele repair, colporrhaphy, bso. Approximately six months postop the patient experienced stress urinary incontinence, bowel incontinence, pelvic pain, and urinary tract infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.